Manufacturer narrative:
The final device was evaluated and the investigation was completed; it was determined that the device was not experiencing a siderail false latch, but rather an inoperable side rail. This is a non reportable issue and, therefore, b5 has been updated to indicate one fewer device was experiencing the reported issue.

Event description:
This report summarizes 2 malfunction events, where it was reported there was a false latch of the siderail.  There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; 1 device had a bent/deformed component and 1 device had a missing component. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was a false latch of the siderail.  There was no patient involvement.